Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample whch was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA# (B)(4) was initiated.

Event description:
It was reported that the secondary set c61 experienced leakage. The following information was provided by the initial reporter: during (B)(6) 2019 incident, the leakage was detected when priming the set. While performing the usual check before further disinfection, we would give the bag a squeeze to confirm if there¿s any leak. At this point, leakage was detected. The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the secondary set c61 experienced leakage. The following information was provided by the initial reporter: during (B)(6) 2019 incident, the leakage was detected when priming the set. While performing the usual check before further disinfection, we would give the bag a squeeze to confirm if there¿s any leak. At this point, leakage was detected. The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage.